Manufacturer narrative:
Investigation summary: customer complaint of ¿not powering on¿ confirmed through pump power up test. Device would not turn on with ac power or batteries. Replaced pwa (printed wireless assembly) board. Repair confirmed through pump power up test. Motor odometer unknown. Replaced motor as preventative maintenance and reset odometer to 0. Upon further investigation, found delaminated dso (downstream occlusion) seal. Replaced dso seal. Found dented aild (air-in-line detector). Replaced aild. Performed dso/uso (upstream occlusion) calibration and lcd (liquid crystal display) calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated to 4.3. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the unit was powered on. The event occurred during a self-test. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation, found delaminated dso (downstream occlusion) seal.